Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(6) 2015. The fse found that the tubing through solenoid valve vl11 was disconnected. The fse reattached the tubing, which repaired the leak and the failing backgrounds. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter act 5diff cap pierce (cp) was failing white blood cell (wbc) backgrounds during startup. While troubleshooting the wbc issue the field service engineer (fse) found a leak inside the instrument. The customer was wearing personal protective equipment (ppe) at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The device date of manufacture was changed from 12/01/2009 to 12/01/2010.